Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015 and received several unsuccessful cavity integrity assessment (cia) tests. The physician performed a hyeteroscopy and "visualized a perforation at the fundus". The physician "hung flagyl" as a prophylactic and the patient was discharged home.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4). Reference internal complaint cc# (B)(4).